Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating that the pneumothorax was confirmed with an x-ray. A drainage tube was used to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that lead was explanted and replaced to resolve the event. Following the implant surgery, the patient experienced a pneumothorax. Further information was requested but not received.

Event description:
It was reported that loss of pacing occurred on the left ventricular (lv) lead due to dislodgement. A revision procedure is anticipated. No intervention has been performed and the patient was stable and will continue to be monitored.